Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. Additional information is being requested from the field and this report will be updated when information is received.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed as updates from gfe was received. It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. Additional information is being requested from the field and this report will be updated when information is received.